Event description:
It was reported that during an atrial flutter right (r-afl) procedure, the patient suffered a pericardial effusion. A blood pressure drop was noticed and under fluoroscopy the heart boarders were enlarged. The effusion was confirmed by echo. The ablation was aborted and a pericardiocentesis was immediately performed. The patient's blood pressure was stable and remains in the ep lab. It was mentioned that the physician heard a steam pop.

Manufacturer narrative:
(B)(4) it was reported that the patient suffered a pericardial effusion during a right atrial flutter ablation. A blood pressure drop was noticed and under fluoroscopy the heart boarders were enlarged. The effusion was confirmed by echo. The ablation was aborted and a pericardiocentesis was immediately performed the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The concomitant products: carto3 system sn: 14269; stockert sn: st-4122; coolflow pump sn: (B)(4). (B)(4).